Manufacturer narrative:
Customer reported that the chamber door unlatched and opened partially prior to pin engaging - loud popping noise and immediate release of pressure. Chamber was only between 1-1.5psig. Pin was not visualized to be engaged. Chamber was evaluated by sechrist trained technician and found multiple damaged components consistent with a sudden pressure loss, likely from not closing the door all the way and thereby not allowing locking pin to engage fully. Per user's manual, user to visually verfiy green locking pin is engaged prior to pressurrizing chamber. There is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe use of the device. Therefore, no corrective or preventive actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file no.: (B)(4)

Event description:
User reporting during daily startup that chamber door unlatched and opened partially prior to pin engaging with a loud popping noise heard and immediate loss of pressure. No patient involved. No user injury reported.